Event description:
On (B)(6) 2011, pt's wife reported pt has been experiencing elevated blood glucose readings ever since he has been using the infusion set. Wife stated the pt's blood glucose reading was 385 mg/dl this morning and he bolused appropriately. Pt's target blood glucose level is 150-200 mg/dl. Wife reported on 2 occasions, the pt noticed the introducer needle was bent. Wife stated this occurred while he was inserting the introducer needle into his body. Wife reported when the pt noticed the bent needle, he removed the infusion set cannula and inserted another infusion set. Pt uses the insertion assist plus device to insert the infusion sets. Wife stated the pt thinks there was one bend in the needle near the adhesive pad but does not recall for sure. Wife reported on one occasion, pt noticed his shirt was wet. Wife stated pt did not look at it to see what was causing the issue. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.